Event description:
Medtronic received information indicating that during testing of this fusion hfo, the customer reported restricted or low flow through the heat exchanger. There was no patient involvement with this device. Product return is expected.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of physical damage or abnormalities. The water side pressure drop was tested at a flow rate of 2 liters/minute and was measured to be approximately 883 mmhg. Dissection of one of the devices in this lot revealed that the heat exchanger capillaries were damaged in a way that restricted water flow. The investigation remains ongoing, however, medtronic¿s preliminary investigation suggests that the damaged heat exchanger capillaries may be related to the device coating process. (B)(4).